Event description:
It was reported that when using the bd pyxis¿ medbank tower the medication issue button was missing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication could not be issued because the issue button was missing. The technical support specialist (tss) remotely restarted the cubex application. After that, the item was successfully pulled out without any issues. The system functioned as intended after the technical support specialist troubleshot the device.